Event description:
In 2008, the pt reported that her blood glucose was elevated to approximately 400 mg/dl at 10:00 am. Her normal morning blood glucose level is 110 mg/dl. Her physician recommends she keep her blood glucose under 180 mg/dl. She injected insulin via syringe to lower her blood glucose. She stated that her infusion device was in stop mode and she did not place the infusion device in stop. The automatic off feature (safety feature that stops insulin delivery and triggers and error message if no keys are pressed within a programmed period of time) was programmed for 10 hours. The pt reviewed the alarm history and e3 was listed on the event day at 5:52 am. She stated that she was unaware of this feature and she was assisted with turning it off. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.